Event description:
It was reported to boston scientific corporation that a lynx suprapubic sling system was implanted on an unknown date. A pinnacle anterior/apical pfr kit and two xenform tissue repair matrices were also implanted. The implantation dates provided are (B)(6) 2009, but it was not specified which device/s were implanted on each date. According to the complainant, post-procedure, the patient experienced urinary problems, pelvic and abdominal pain, dyspareunia, bleeding, urinary tract infections, vaginal vault prolapse and stress urinary incontinence. All other information is unknown and unavailable.

Manufacturer narrative:
The reported lot number, 850300, could not be matched to the reported device. Therefore, the lot expiration and device manufacture dates are unknown at this time.